Event description:
Information was reported through medwatch. No medwatch # was included in the report. It was reported after the catheter was placed, the clinician attempted to remove the guidewire and it shredded. The catheter and guide wire were removed in tact. As a result, another one was placed. No further info is available, there were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed when eval is complete.